Event description:
Dealer advised enduser stated chair is speeding up and slowing down by itself. Dealer advised joystick was replaced on order (B)(4). Dealer advised going to see chair today and will get serial number and part number off the back of the joystick. Dealer could not provide any further information.